Event description:
An inaccurate reading issue was reported with use of the adc device. As a result, the customer reported being unable to self-treat and had contact with a healthcare professional at the emergency room who provided glucose intravenously and an unspecified dose insulin injection as treatment for the diagnosis of hypoglycemia. No further details were reported related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "since the month of september and up to december 12". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) have been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate reading issue was reported with use of the adc device. As a result, the customer reported being unable to self-treat and had contact with a healthcare professional at the emergency room who provided glucose intravenously and an unspecified dose insulin injection as treatment for the diagnosis of hypoglycemia. No further details were reported related to this event. There was no report of death or permanent impairment associated with this event.